Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04921. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent mesh implantation to treat stress urinary incontinence. Due to pain, infections and recurrence of incontinence the patient underwent mesh removal on (B)(4) 2011. (B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat rectocele, cystocele, vaginal vault prolapse, weakened pubocervical fascia/rectal vaginal fascia. It was reported that the patient had the concurrent procedures of a vaginal extraperitoneal colpopexy, anterior/posterior colporrhaphy, repair of pelvic floor defect and diagnostic cystoscopy performed during mesh implantation. The patient underwent an additional mesh implantation in order to treat dyspareunia and right pelvic pain, intrinsic sphincter defect on (B)(6) 2011. It was reported that during this second implantation the patient had the concurrent procedures of a vaginal exploration with release and removal of proximal right mesh arm, diagnostic cystoscopy and a periurethral injection with macroplastique performed during mesh implantation. (B)(4).

Manufacturer narrative:
Date sent to FDA: 10/26/2016. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.